Event description:
Home patient (hp) reports leak from "jagged slit" in patient line of home choice set during drain phase of apd treatment. Hp discontinued treatment and went to center for prophylactic antibiotics. Per hp, no injury resulted. Sample was brought to center, but rn discarded after viewing.